Event description:
It was further reported that: access was obtained via the femoral artery. The 80% stenosed lesion being treated was located in the uncalcified, untortuous distal saphenous vein graft (svg) to the anastomotic obtuse marginal artery (om). The physician direct stented the target lesion with a 2.75x24mm promus element plus. It was deployed at 12atms for 30 seconds. The distal portion of the stent was covering the om. A 3.25x8mm nc quantum apex balloon catheter was inflated at 14atms and used to postdilate the segment located in the om. A 5.0x8 nc quantum apex balloon catheter was used to postdilate the proximal portion of stent inside the svg portion and inflated to 10atms. It was then noted that the proximal end of the stent was shortened. The procedure was completed by an intravascular ultrasound (ivus), which confirmed that the stent was fully expanded without encroachment into the lumen.

Manufacturer narrative:
(B)(4). Upn- search corrected from unk717 - promus element plus - (B)(4) - (B)(4) (intervent cardio) - 30000 to h7493911424270 - fg,promus element plus, mr, us 2.75x24mm - (B)(4). Upn corrected from unk717 to h7493911424270. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician implanted a promus element plus stent in the target lesion. Then, the physician postdilated the implanted stent and it accordianed. No patient complications were reported and the patient's status is ok.